Event description:
The shaver blade was being used for a knee arthroscopy. Some metallic debris was seen in the joint when performing a meniscectomy. There was also greasy substance present which came from the shaver.

Manufacturer narrative:
Device has been forwarded to qe for evaluation. (B) (4). (B) (4).